Event description:
The facility reports during a training session, a nurse acting as a pt was in the process of being lifted from the bed to a chair. As the lifter was pulled away from the bed and being positioned to lower the pt into a chair. The left leg lock disengaged and the lifter tipped to one side. A cracking noise was also heard when the cover broke as it hit the floor. The nurse being lifted and two other nurses either side of the lifter suffered slight muscle injuries to their back and hip. No medical attention was sought.